Event description:
Complaint alleged that the head of the bed is slowly drifting down, about 1 inch per 30 min. No incident was reported as a result of this issue.

Manufacturer narrative:
Head is slowly drifting down, about 1 inch per 30 min. No incident was reported as a result of this issue. Head down valve and CPR valve were checked. Replaced the CPR valve to resolve this issue.